Event description:
The customer reported the systems cine operation failed to function, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.